Manufacturer narrative:
Concomitant medical products: dtma1qq ICD, 429888 lead implanted (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited far field r-wave (ffrw) oversensing. Reprogramming was performed and the issue resolved. The ra lead remains in use. The patient is a participant in the (B)(6) clinical study. No patient complications have been reported as a result of this event.